Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
On (B)(6) 2013, patient reported his blood glucose was elevated to the 300s mg/dl, and he believes this was caused by an infection at his infusion site. His normal blood glucose is in the 100s mg/dl, and he was able to self-treat by bolusing and delivering insulin via syringe. He noticed redness and a lump under his skin around (B)(6) 2013. The lump increased to the size of a half-dollar, and he was prescribed antibiotics by his physician on (B)(6) 2013. The lump has since decreased to the size of a nickel. He believes the infection was caused by "sloppily" inserting the infusion set. He does not wash the area prior to insertion. He inserted a headset, and then he removed it and replaced the cap. Later, he inserted the same headset into a different site. The alleged infusion set was discarded and will not be returned for evaluation.

Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified.